Event description:
It was reported on an external medwatch from the risk manager that the one tlc55 was used during a small bowel resection procedure. It was reported that the "gia" stapler was placed inside two openings of the small bowel. The stapler closed, locked, and cut in the proper manner. When the device was opened there were no staples in place and no staple line. This resulted in the following occurrences: the bowel was cut and open. The bowel contents spilled into the abdomen. A larger incision was needed to perform the needed exposure, approx 4-5 inches more. A more extended bowel resection was performed because of the cut bowel.